Manufacturer narrative:
Through the course of the investigation, no product problem found. The CT values generated for target 2 are considered late and near the lod of the test. Initial reporter name and address: truncated due to character limitations. Facility name is (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of multiple unexpected reactive sample results with the cobas sars-cov-2 test. Data evaluation of the customer data confirmed samples that generated negative target 1 (cov-2) and positive target 2 (sarbecovirus) results with kit lot g16455. The CT values of the questioned samples were beyond the CT cut off for target 2, results ranging from 38.7 to 40.7, and are considered near or below the test's limit of detection. The customer retested on other competitor assay platforms using an aliquot from the original questioned samples and generated negative results. No harm was alleged, and all negative results generated with the competitor assays were released. Additionally, the customer accidentally released 3 roche results samples, however the results were not released to the patients. The customer also ran water samples where two samples generated positive results. One sample generated target 1 positive (CT 38.02) and target 2 negative results. The second sample generated target 1 negative and target 2 positive (CT 36.86) results. The customer reported having no control over the sample types and collection devices used to collect the patient samples. However, primarily, samples are nasal and oropharyngeal samples received in becton dickinson uvt (3ml), but they also get samples collected in copan utm (3ml), emai (2.5ml) or edwards clear liquid (2.5ml). The cobas sars-cov-2 is a qualitative test for use on the cobas 6800 system and cobas 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt), bd universal viral transport system (uvt), cobas pcr media, or 0.9% physiological saline. The investigation into kit lot g16455 did not confirm the customer's allegation.